Event description:
It was reported that the defibrillation coil on the right ventricular (rv) lead experienced one impedance spike. The impedance has been stable, there was the one spike and all other elements are within expected range. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).